Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change-out due to normal eri, insulation abrasion was observed via a diagnostic radiation procedure. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. The patient was in good condition and discharged.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient was discharged in satisfactory condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced due to noise on (B)(6) 2016. Prior to the procedure, externalized conductors were observed. The patient was discharged in satisfactory condition.